Manufacturer narrative:
(B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 18th june 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015 and that it had performed to specification up to (B)(6) 2016. The device user accessible memory was erased after the only manual power up on (B)(6) 2015. The device was tested on the calibrated defibrillator and delivered a test shock without fault. The device could not be powered off using the on/off button. The device was then disassembled to investigate and upon visual inspection of the membrane tail corrosion was observed on multiple tracks on the membrane. Furthermore, the corrosion observed on multiple tracks on the membrane tail would indicate that the device had been stored in adverse conditions however this could not be verified by other means. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.